Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller (MRI tech) reported patient controller does not go into MRI mode. No communication w/ ins. Patient attempted to recharge her ins last night, but prior to last night has not used in approx. One year. Reviewed MRI mode eligibility form or ins recovery w/ caller. Provided physician name listed in drs along w/ phone number. May cancel MRI today. Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was patient hasn't charged implant for a couple years. Rep doesn't know why device hasn't been charged for so long. Patient is needing an MRI. The caller was not with the account. Additional information was received from the patient. It was reported that the cause of the no communication/inability to enter MRI mode was due to the battery being in "sleep mode" due to not being used in a long time. It hasn't been used because it was no longer helping with the pain. The patient decided to remove due to lack of effectiveness with pain relief. The patient reported the issue has not yet been resolved.